Event description:
During left total hip arthroplasty surgery, the plastic trial femoral head came dislodged and went into the wound and could not be found. The surgical wound was searched extensively without finding the plastic, none radiopaque object (32 mm plastic ball). The decision was made by the surgeon and operating room team to leave the foreign body inside the pt and the hip surgery was completed. A post operative CT scan noted the retained femoral head in the region of the left gluteus medius muscle. The pt was discharged from the hospital without plans to remove the plastic piece.